Event description:
Received report of leak in IV tubing port. Report of three undocumented incidences where nurse noticed IV tubing filling up with blood upon connection of the transducer kit. The nurse was at the bedside and changed out the kit immediately to resolve the problem in each incident. There were no medical interventions necessary, no report of blood loss, and no pt harm. No specific pt info was available.